Event description:
On 8/25/2021 it was reported by sales representative via sems that ar-6480 dw arthroscopy fluid management dev is not consistently working, intermittent function. This was discovered during a procedure, no patient affected; no further details given.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. The unit passed all tests. See attached evaluation.